Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with unrelated incidents with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Affiliate reported via email the surgeon was attempting to repair the meniscus with 228151. Upon firing the first backstop, he pulled back the needle and just as he was turning the gun to get the needle to pierce into the meniscus for the second backstop, the needle fell off and came off the gun. It got dislodged and was left behind when the gun came out. Surgeon had to use a grasper to retrieve the needle. Subsequently he proceeded with the surgery as per normal. Additional information received via email from the affiliate on (B)(6) 2017. The broken fragment was removed with a grasper. The first implant was removed. The first implant was removed by cutting the suture. There was a delay approx 5-minutes. Used a 2nd truespan implant and worked well.